Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500 , model: sc-2366-50, serial: (B)(4), batch: 5167368/7070239.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The leads were revised and remain implanted in the patient. The patient was doing well postoperatively.